Manufacturer narrative:
Per customer service, the microtip unit was disposed of. It is not possible to verify an assignable cause for the unit failure without evaluating the complaint unit. Insufficient info for a complete investigation. The DHR for lot 11613-06 was reviewed. The units met mfg specs when released and there were no issues related to the complaint. (B)(4).

Event description:
Upon insertion of the top of needle it had no cutting power.